Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jul2020.

Event description:
The customer reported the back up battery was not charging and they found a battery failed error message in the significant event log. There was no patient involvement. The manufacturer's field service engineer (fse) provided remote service and advised the customer to replace the battery. The customer replaced the battery and the issue was resolved.